Event description:
It was reported that the customer is experiencing issues with the nurse call settings on the radical-7. The radical-7 nurse call polarity is set to inverted. However, the devices seem to be switching to normal polarity at random times. The customer feels that this is a pt safety issue in that when the polarity is changed the oximeter is constantly sending an alarm signal to the nurse call system when no alarm is present. In addition, the devices is not sending any alarms to the nurse call system when an actual alarm is detected. The customer stated that they still wish to use the product. No known impact or consequence to pt.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new info is obtained, a follow up report will be submitted.